Event description:
The balloon of this device burst while dilating a lesion in a graft of the circumflex artery. Another balloon catheter was used to complete the case. There was no harm to the pt reported.